Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in the needle mechanism failing to deploy. During investigation, the needle mechanism was manually reset to the locked and loaded position, before then being manually deployed without issue. The exposed portion of the soft cannula was found to have been bent. It is unclear when and how the bend occurred. Fluid was able to flow passed the bend and out of the distal tip of the cannula without issue. An 0x18 alarm code was noted in the data, indicating that the device reached an empty reservoir.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. In addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient removed the pod.